Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error 51 was found. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the speaker was found to be defective and was sent back to brézins for further investigation. The change solved the problem according to the post-change quality certificate we received. During first tests, all tests were compliant, but during infusion test, the error 51 triggered quickly. Therefore, the reported event was confirmed. This event could be linked to CAPA that was opened to address the technical error 51. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a

Event description:
The following has been reported: the device which is still under warranty was found to have a defective speaker. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.